Event description:
This case occurred in the united states. According to the information received, a patient was injected on (B)(6) 2022 with a rha 2 product in the lips or around the mouth (unknown exact site of injection). On the next day, the patient visited her injector who suspected a vascular occlusion or very bad bruise. As corrective treatment, the injector applied heat and massage. It was unknown whether the filler was dissolved nor the event resolved. Follow up will be made to try and obtain additional information.

Event description:
This case occured in the united states. According to the information received, a patient was injected on (B)(6) 2022 with a rha 2 product in the lips or around the mouth (unknown exact site of injection). On the next day, the patient visited her injector who suspected a vascular occlusion or very bad bruise. As corrective treatment, the injector applied heat and massage. It was unknown whether the filler was dissolved nor the event resolved. Despite several attempts of following up, no additionnal information was received regarding the event outcome.